Manufacturer narrative:
Updated fields: b4, d8, d9, g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions), h11. Corrected fields: d4(unique identifier (UDI) #), h6(health effect ¿ impact codes). Bio medical engineer evaluated the unit and confirmed the issue. Bio-med replaced the processor pcb to resolve the issue and waiting for software update to complete the repair. Cardio save trained biomed engineer will repair this unit.

Event description:
N/a

Manufacturer narrative:
Updated data: b4, d9, g3, g6, h1, h2, h11. The following investigation was performed by technician of the maquet failure analysis and testing dept. (Fat) wayne. The failure analysis and testing dept. Received part with a reported unit failure of the pump shutting down during use. The fat performed a visual inspection and found the part to be in good condition. The fat installed the board in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. Ran the pump for 2 hours with no issues. Failure is not confirmed. This revision is obsolete and no longer able to be tested by a supplier. Retaining the part in the failure analysis and testing department per procedure. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Manufacturer narrative:
Corrected data: b3. Updated data: b4, g3, g6, h2, h10, h11.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during transport , the cardiosave intra-aortic balloon pump (iabp) screen went black , but green led was still lit battery seems good. Unit shut down on (B)(6) at 9pm while moving from cath lab to ICU. There was no patient harm reported.